Event description:
The customer reported the male part of the buckle broke during first time use. The customer did not specify what date this occurred on. There was no pt incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned product found that the male side of the buckle is cracked where it is held by the strap. The male side still clicks into the female side but will not have a secure hold. Note: instructions for use has a warning statement: the quick-release buckle should be positioned so that the pt can not release the buckle during transfer. Release of the buckle during transfer may result in injury. Always verify the buckle is not broken or cracked and holds securely before transferring the pt. (B)(4).